Manufacturer narrative:
This supplemental report is being submitted as no lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Based on the available information, the patient experienced skin irritation. Follow up has been requested, but no additional details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the dressing was very difficult to remove by the end user and it took 40 minutes to remove with adhesive remover, which was painful to the patient and left skin red.